Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient was dizzy and not feeling well. The cgm was 90 mg/dl, and the bg finger stick was 34 mg/dl. Emergency medical services (ems) was contacted, and after arrival, paramedics administered an IV medication which the parent thought might be glucose, however she was unsure of the exact name of the medication. After treatment at home the patient recovered and no further medication or treatment was necessary. The parent stated that the same sensor had one other period of inaccuracy (bg finger stick 119 mg/dl and cgm 223 mg/dl), and no other symptoms or details were reported. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.